Event description:
Additional information indicates that the device was explanted and used to another patient that cannot be found in the system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The device was also contaminated. In addition, this pacemaker was then used as an external temporary pacing device. There were no additional adverse patient effects reported. The crt-p remains in service.